Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) over 600 mg/dl with large ketones, abdominal pain, polydipsia, polyuria, nausea and vomiting associated with an alleged power issue. Reportedly, the patient remained on the pump and was treated with insulin via injection, intravenous fluids and other treatments at the hospital via their health care provider. It was also noted that the patient had an allergic reaction to the insulin pens the hcp provided as backup to user after the failed. During troubleshooting with customer technical support, it was noted that the battery compartment was cracked causing an intermittent power issue. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the black box showed a replace battery alarm followed by a pump reboot. There were several unexplained pump reboots. The battery compartment was found to be cracked. There was no moisture/corrosion observed in the battery compartment. The battery cap was not returned. A test battery cap was able to fit and maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no pump reboots. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump's cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).